Event description:
It was reported by a customer in the USA that, during patient use, the ht70 plus ventilator failed to recognize the external flow sensor. It was replaced, but the issue remained. The patient was transferred to another ventilator. There was no reported patient injury.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and verified that the plastic frame holding the flow sensor connector against the front plate had become unglued. The frame and connector was re-glued to front plate. The flow sensor was found to be functioning without issues. The cse tested and replaced the battery, and it resolved the issue. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. Covidien reference # (B)(4).